Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to rupture. Device evaluation: analysis of the returned device identified: underweight, broken shell, red particles in the shell and gel. A visual and microscopic analysis was performed which identified: sharp broken, and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius due to an unidentified (tear) opening. Missing shell due to inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician, via regulatory agency, reporting a rupture on the lower pole. The device was explanted. This record relates to an unspecified side.